Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 804:26 was confirmed during product evaluation. The assignable cause was a software failure. Software failures are not associated hardware defects and do not require any remediation or hardware component replacement. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Event description:
The facility reported a colleague infusion pump with failure code 804:26. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this device is currently unknown.